Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the left atrium (la) of the patient. While preparing to insert the pigtail catheter the patient coughed, and air was suctioned into the la through the was. An air embolism was seen in the la and the physician aspirated the air bubbles out of the patient. The physician continued the procedure with the hope that any remaining air could be trapped by implanting the closure device. The wds was inserted, and the closure device was successfully implanted in the laa of the patient. Shortly after the closure device had been released the patient began to experience st segment elevation which led to complete heart block. The patient received cardiopulmonary resuscitation and IV medication before becoming stable. The patient was still recovering from this event the next day in the intensive care unit. The physician believes that the air embolism reached the patient's brain.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the left atrium (la) of the patient. While preparing to insert the pigtail catheter the patient coughed, and air was suctioned into the la through the was. An air embolism was seen in the la and the physician aspirated the air bubbles out of the patient. The physician continued the procedure with the hope that any remaining air could be trapped by implanting the closure device. The wds was inserted, and the closure device was successfully implanted in the laa of the patient. Shortly after the closure device had been released the patient began to experience st segment elevation which led to complete heart block. The patient received cardiopulmonary resuscitation and IV medication before becoming stable. The patient was still recovering from this event the next day in the intensive care unit. The physician believes that the air embolism reached the patient's brain. It was further reported that the patient did not recover from this event and the patient died.